Manufacturer narrative:
This complaint is being reopened for pump evaluation due to the device being received. There is another complaints on this device, (B)(4). The pump was tested with the following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was an abrupt power off found in the log, as reported by the end user. An abrupt power off can be seen on event line 177 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. It was noted that the pump was received without the original battery in it, which could have contributed to the malfunction reported and found in the log. A new battery was placed into the pump in order to complete evaluation. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Functional testing did confirm the reported condition, but was unable to be duplicated. Device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was another previous complaint on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available. [Reference: complaint # (B)(4).

Event description:
On 05/08/2024, infutronix received a report that a pump had power issue - device powers self off. The patient called because the led light turned yellow. Patient was not harmed. Device was requested to be returned.